Event description:
The customer observed falsely elevated magnesium results generated on the architect c4000 analyzer for two patients. The samples were repeated, and the results were normal. The following data was provided: customer¿s normal reference range = 1.5 to 2.5 mg/dl. (B)(6) 2023 sid (B)(6) (51-year-old, male). Initial result = 7.3 mg/dl; repeat result (same analyzer) = 2.2 mg/dl; repeat result (alternate analyzer) = 2.4 mg/dl patient 2: sid unknown: initial result = > 7.0 mg/dl; repeat result = 2.0 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, performed multiple troubleshooting procedures including replacement of the nozzle and cuvette segment. The part replacement resolved the issue. An instrument service history review for (B)(6) revealed one additional service ticket associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the clinical chemistry systems did not identify any trends related to the architect system, likely cause parts, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect c4000 processing module for serial number (B)(6) was identified.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c4000 analyzer for two patients. The samples were repeated, and the results were normal. The following data was provided. Customer¿s normal reference range = 1.5 to 2.5 mg/dl. On (B)(6) 2023 sid (B)(6) (51-year-old, male). Initial result = 7.3 mg/dl; repeat result (same analyzer) = 2.2 mg/dl; repeat result (alternate analyzer) = 2.4 mg/dl. Patient 2. Sid unknown. Initial result = > 7.0 mg/dl; repeat result = 2.0 mg/dl no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.